Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and insulin was squirting out during priming. The customer's blood glucose at the time of incident was 583 mg/dl, current blood glucose is 318 mg/dl and customer's blood glucose while hospitalized was above 583 mg/dl. The cause of hospitalization was diabetes ketoacidosis. It was also reported that the insulin pump received compromised force sensor system alarm. The customer did experience symptoms like nausea and vomiting due to high blood glucose level. The customer was hospitalized due high blood glucose level on (B)(6) 2017. The customer stated that the drive support cap was flushed. The customer was hospitalized to treat high blood glucose. The customer was wearing the insulin pump during the hospitalization. It also stated document of outcome of hospitalization was customer returned home and blood sugars were normalized. The customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.